Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l80005, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 12-apr-2002, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 29-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine (175 mcg/ml at 88.97 mcg/day), morphine (500 mcg/ml at 254.19 mcg/day) and baclofen (500 mcg/ml at 254.19 mcg/day) via an implantable infusion pump. It was reported that the patient was having a MRI to check the catheter.